Event description:
It was reported that the customer had high blood sugars and was hospitalized. Customer's blood glucose reading at the time of hospitalization was 312 mg/dl. Caller stated that the customer had recurring no delivery alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2013-92296.